Manufacturer narrative:
The customer cancelled the work order.

Event description:
It was reported that there was an issue with a power cord, possibly indicating the potential for ac shock. The customer cancelled their request for service and did not provide the model and serial number of the bed. There was no report of patient involvement or adverse consequences.